Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came in for generator replacement due to normal eri when an x-ray and found externalized conductora on the lead. The lead was explanted and replaced. The patients condition was normal.